Event description:
On 8/8/2023, it was reported by a sales representative via sems that an ar-6549q obturator had an issue. When part number ar-6549q was placed on the black attachment handle, the switching stick didn't pass through. By itself, it worked okay. When all other obturators were loaded onto the black handle, the switching stick passed okay. The procedure was completed successfully with no issues with the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 8/24/2023, the sales representative provided the following information via email: this occurred during a rotator cuff repair procedure on (B)(6) 2023. The complaint device was used to complete the procedure. No piece of the instrument broke inside the patient, and there was no case delay reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. One unpackaged ar-6549q serial/batch number (B)(6) was received for investigation. Functional testing with two mating parts ar-2005nr batch 8482149 found that the returned device attached to the handle without effort and on its own. Visual evaluation found scratches lines around the adapter shaft, and nicks on the color ring. No problem found.